Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia. The patient's blood glucose levels reached above 250 mg/dl after multiple pods failed to double beep at pod activation. The patient felt fatigue and went to the ER. The patient was treated with insulin and discharged after 5 days.

Manufacturer narrative:
The pod was received with needle mechanism assembly not deployed and the needle cap was still attached. The pod data showed the pod was in state 2 and delivered 0 pulses, indicating the pod was in a filled state from the download process, but the user never filled or activated the pod by a controller. Due to the pod exhibiting that there had been no indication of a fill, no problem was found regarding the pod communication error event.